Manufacturer narrative:
Patient information is currently unavailable. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service. Patient information is currently unavailable. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and mechanical ventilation stopped during a case. The patient was switched to manual ventilation to continue the case. There was no report of patient injury.